Manufacturer narrative:
Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : it was reported to medtronic minimed that the customer passed away on (B)(6) 2025. The customer was admitted to a hospital prior to the reported incident. The cause of death was hypoglycemia, heart failure. The customer¿s blood glucose was 54 mg/dl. The event involved product(s) unomedical, unk_reservoir, mmt-1884. Troubleshooting was performed and pump was in usage within 48hrs and it was unknown weather the auto mode feature was used. No product return is required for unomedical, unk_reservoir, mmt-1884.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025. The customer was admitted to a hospital prior to the reported incident. The cause of death was hypoglycemia, heart failure. The customer¿s blood glucose was 54 mg/dl. The event involved product(s) unomedical, unk reservoir, mmt-1884. Troubleshooting was not performed. It was unknown that the pump worn at the time of death. No product return is required for unomedical, unk reservoir, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.